Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator shut down. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Exemption #: e2018003. (B)(4). The investigation of the reported complaint has been finalized. The device was investigated at the hospital by our fse (field service engineer). The plug-and-play back-plane pc (printed circuit) was replaced and returned for investigation. Our investigation of the returned pc plug-and-play back-plane board verified that the board was faulty. When mounted into a test ventilator, the device fails to power up. Electrical measurement revealed that one capacitor located in the 12v charger circuitry was shorted. The cause to the reported failure is due to a shorted capacitor on pc board.

Event description:
(B)(4).